Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller did not stop alarming during the self test. The primary system controller was exchanged with the backup system controller and a replacement backup was made available. Log files were reviewed and found to have a self test on (B)(6) 2025 at 2120 that was completed and the silence alarm button was pressed several times. The silence alarm button was pressed several times more at 2126, then the system controller was exchanged at 2133. There was nothing in the log files that would confirm an issue with the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a self-test issue on the system controller (B)(6) was unable to be confirmed. Submitted log files revealed routine events and no issues with any equipment. The reported event date 06jun2025 was reviewed. A self-test was performed at 21:20:15. The silence alarm button was pressed multiple times from 21:20:47 - 21:24:39. More silence alarm button events were observed from 21:26:31 - 21:29:16. No irregular events were observed, and the system appeared to be operating as intended. The system controller was returned in unremarkable condition. The system controller was functionally tested and performed as expected, no notable observations were made. The system controller underwent extended operation without issue. Multiple self-tests were performed on the returned controller while connected to a mock loop, and in each case the self-test resolved within a minute. A root cause for the reported event was unable to be conclusively determined through this investigation. Device history records were reviewed for system controller, serial number (B)(6), and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment. Heartmate 3 IFU section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. It also states the self-test should take less than a minute. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 16jun2025, that the type and cause of the alarms were not identified, and the self test remained active for an unknown reason. The alarms resolved after exchange.